Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump was unable to power on and off after being turned on. It is unknown if there was any patient involved, however there was no harm on injury reported.